Manufacturer narrative:
As reported, the tip of the probe is visibly bent. There are also impact marks at the back end causing fit issues with a mating tracker. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a sacroiliac and thoracolumbar procedure. It was reported that the tip of the navlock thoracic probe was bent. The procedure was complete with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.